Event description:
It was reported that while in patient use, the ventilator generated an error message that rendered it into an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The action recommended by the tse corresponds with accepted service practices for the error codes generated by the device. The customer was instructed by tech support to call back if the recommended part or test did not correct the failure.